Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain. The hcp reported that the patient claimed the ins wasn't working. The hcp didn't have any details but was calling to have a manufacturer¿s representative (rep) paged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.